Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, no specific value or event date were provided. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump, and indicated that they are working with their health care provider to adjust the basal insulin settings.